Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that two segments of the top red led display on the device do not illuminate. The device was able to obtain readings but they could be misinterpreted. The system board was found to be contaminated. The defective 7 segment display component d4 on the system board causes the led segments to not illuminate possibly due to liquid ingress.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that some segments are missing from lcd display. There was no known impact or consequence to patient.